Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 53-year-old patient with known diabetes mellitus and low cardiac output syndrome/post-cardiotomy cardiogenic shock after coronary artery bypass grafting, with a left ventricular ejection fraction of 20%, was initially intended to receive an impella 5.5 device. A complaint was filed stating that the device could not be placed surgically due to a short aorta and limited available space, and the patient¿s axillary artery was described as not being an option. The impella 5.5 device was removed, and an impella cp device was then considered for insertion. However, the second device was also unable to pass through the vasculature and had to be removed. According to the impella cp and 5.5 instructions for use, this insertion technique represents an off-label application. Insufficient information is available on the patient, and the outcome remains unclear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the cause of the hemodynamic instability was unable to be determined due to insufficient clinical details. The cause of the failure to advance was determined to be patient condition as the patient had small aortic arch preventing successful delivery of impella. Device history lot: device lot : 1800974. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in d3(manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the hemodynamic instability was unable to be determined due to insufficient clinical details. The cause of the failure to advance was determined to be patient condition as the patient had small aortic arch preventing successful delivery of impella.

Event description:
Additional information indicates "patient anatomy was not conducive to pump placement."